Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to end user has not performed a two-point calibration of the oxygen sensor. Customer ordered new unit.

Manufacturer narrative:
The suspect device has not been returned for investigation. Therefore, no root cause can be identified at this time. The technical support initiated to created a return good authorization (rga) for further evaluation of the unit. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported alarm 224- mismatch between delivered and measured fio2 active while connected to a patient on a bellavista 1000. Furthermore, there was no patient harm associated with the event.